Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implantable with an implantable neurostimulator (ins) reported that they felt the stimulator just flat out stop working. It was reported that they didnt feel any stimulation. Patient reported that they grabbed the recharger to charge the stimulator and noticed the stimulator had shut off while it still had half full battery. A power on reset (por) was seen. The patient was instructed to clear the por by pressing the sync key. The por was cleared and the therapy turned back on. Patient reported that the therapy was adequate and the issue was resolved. The patient indications for use are post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.